Manufacturer narrative:
Device passed self test and displacement test. Pump error 63 alarm (variable 3) confirmed in the device history due to broken pin trace on keypad assembly. Device received with corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received hard ware low level alarm. Customer¿s blood glucose level was 200 mg/dl. Customer was able to clear the alarm and able to rewind. Customer performing displacement test and test was passed. Customer stated the insulin pump was not dropped or bumped. Customer reported that the insulin pump error occurred during rewind. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.